Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer was advised that the insulin pump will be replaced. The customer was advised to disconnect to the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised to return insulin pump and zero out the basal rates.

Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed motor error during basic occlusion due to slightly loose drive support disk. The motor was tested out side of device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot.